Event description:
It was reported that the lead dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
New information received notes that the patient presented to the hospital due to pocket pain. The lead dislodged during the pocket revision.